Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the mid-bottom of the pigtail catheter. Prior to valve dislodgement, the target implant depth was 3 mm on the non-coronary cusp (ncc) and the valve would not stay in position long enough to obtain an implant depth on the lcc. A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Image review: three static images and one media file were provided for review of the reported event which indicated multiple attempts were made to implant the valve, and each attempt resulted in ventricular movement. As stated in the instructions for use (IFU), deployment of the valve can be attempted 3 times. If the valve is recaptured a third time, it must be removed from the patient. It was reported that after three recaptures, the valve was recaptured, removed and a new valve was implanted successfully. The patient¿s executive summary was not provided for anatomical review. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012857317); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, pre-dilation of the native valve was conducted with a 20 millimeter (mm) non-compliant balloon. The patient's anatomy was challenging due to a tortuous aortic arch and descending aorta. The delivery catheter system (dcs) tracked the inner curve of the ascending aorta, making coaxial deployment of the valve difficult, and multiple recaptures were required because the valve was positioned too deep on the left coronary cusp (lcc). On one occasion, the valve dislodged into the left ventricular outflow tract (lvot), necessitating recapture. A total of three recaptures were performed before the valve was recaptured and withdrawn the patient. After the first valve was withdrawn, a new valve, dcs and compression loading system (cls) were prepped and used to complete the procedure without issue. No patient complications were reported as a result of this event.